Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose, and he was treated with manual injections. It was stated that the customer was experiencing fatigue, vomiting, shortness of breath, and nausea. Troubleshooting was performed. The time, date, and settings were correct, but the bolus wizard settings were incorrect. Reviewed the alarm history and found several no delivery alarms. It was stated that the customer manually overrides at times when bolusing. Assisted the caller to run a fixed prime test and the insulin did exit. It was stated that the customer got several no delivery alarms before the event and while being in the hospital due to a bent cannula. The husband requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.